Event description:
Customer had one instance of erroneous patient results for total protein and amylase. The only sample involved was ascites body fluid, which is not an approved sample type for total protein or amylase. Initial total protein result 0.2, repeat 3.3 g per dl; initial amylase 2, repeat 22 u per l. Customer stated the sample was repeated a couple of hours after it was reported, so she is confident that the nurse or doctor questioned the result and did not treat based upon the initial result.

Manufacturer narrative:
The field service representative determined a bad rack was the cause and took the rack out of service. He checked sample probe alignment, probe rinses and cell rinse, all looked good. He also ran precision studies which were within specification.